Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during an attempted implant procedure, prior to wound closure, this implantable cardioverter defibrillator (ICD) exhibited noise that was being oversensed on the right ventricular (rv) channel. However, the patient did not experience any pacing inhibition. The oversensed noise seen on the rv channel was due to blood in the header. Subsequently, the device was changed out and a new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that during an attempted implant procedure, prior to wound closure, this implantable cardioverter defibrillator (ICD) exhibited noise that was being oversensed on the right ventricular (rv) channel. However, the patient did not experience any pacing inhibition. The oversensed noise seen on the rv channel was due to blood in the header. Subsequently, the device was changed out and a new device was implanted. No adverse patient effects were reported.